Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the system was explanted, specific date is not known. The patient reported that the patient had developed a staph infection that required hospitalization for 30 days. The patient has fully recovered.